Event description:
It was reported by service report that the fowler section would not go all the way down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler limit switch.